Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during setup, the cystonephrofiberscope exhibited black liquid coming from inside the scope. There were no reports of patient involvement.

Manufacturer narrative:
Additional information added to the following fields: b5, d10, h3. Correction made to the following field: e4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak at biopsy port with foreign material. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.